Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during basal and bolus delivery. Customer's blood glucose was 400 mg/dl. Customer reported the device alarmed a no delivery alarm during manual prime. After troubleshooting, customer was advised to change the entire set, reservoir, and insulin. Customer was advised to monitor the device. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.